Event description:
It was reported that the customer had two insulin reactions today and was hospitalized with low blood sugars. Troubleshooting revealed the customer uses the easy bolus feature and may have inadvertently programmed a 10 unit dose. Recommended locking the keypad to prevent future incidents.